Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the atrial lead, capture and sensing values could not be obtained. Impedance measurements were low as well. The lead was removed and a replacement lead was implanted. During removal of the lead, there was difficulty inserting a stylet into the lead. Upon removal, a kink in the lead's body was observed.